Event description:
The facility administrator reported a particle was found under the pt's conjunctive fornix. The surgeon examined the pt on the first day post operative and found the particulate. The particulate was removed and saved for evaluation. The pt has no visual loss and is doing well. No pt injury was reported.

Manufacturer narrative:
The sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B) (4). (B) (4).